Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, non-physiologic noise oversensing on the atrial lead was noted which led the physician to re-seat the lead. The noise persisted after the re-seating and the lead sensitivity was reprogrammed which minimized the oversensing. By the time of pocket closure, the oversensing disappeared which suggested that it may have been due to grommet seal damage or air in the grommet of the implantable cardioverter defibrillator (ICD) header. The lead and ICD remain in use. No patient complications have been reported as a result of this event.